Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping / pain") and menorrhagia ("heavy menstrual bleeding / heavy bleeding/ abnormal bleeding (menorrhagia)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. *hsg test in which she was informed that her left fallopian tube was occluded. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: abdominal area") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced complication of device insertion ("had one essure coil implanted into her body, in her left fallopian"), 1 year after insertion of essure. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("symptoms consistent with nickel allergy") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (ablation and full hysterectomy / bilateral salpingectomy to remove essure/tubal ligation). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals and complication of device insertion outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, rash, hormone level abnormal and dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, complication of device insertion, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about insertion date ((B)(6) 2011) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: reporters added and patient demographic added. Added laboratory data. Added events hormonal changes, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: abdominal area, dysmenorrhea (cramping). Updated outcome of events and onset dates. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping / pain") and menorrhagia ("heavy menstrual bleeding / heavy bleeding/ abnormal bleeding (menorrhagia)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. *hsg test in which she was informed that her left fallopian tube was occluded. In 2011, the patient experienced rash ("rashes or skin conditions type: abdominal area/ abdominal rash") and mood altered ("hormonal changes/ hormonal changes describe: moody"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced complication of device insertion ("had one essure coil implanted into her body, in her left fallopian"), 2 months 29 days after insertion of essure. In january 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("symptoms consistent with nickel allergy"), dyspareunia ("dyspareunia(painful sexual intercourse)") and hot flush ("hot flashes"). The patient was treated with antibiotics and surgery (ablation and full hysterectomy / bilateral salpingectomy to remove essure/tubal ligation). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals and complication of device insertion outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, rash, mood altered, dyspareunia and hot flush had resolved. The reporter considered abdominal pain, allergy to metals, complication of device insertion, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, mood altered, rash and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011, right side (B)(6) 2011, left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-mar-2019: pfs received. Event added: hot flashes. Preferred term of event hormonal changes was updated to moody and hot flashes. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain and cramping / pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic adhesions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("had one essure coil implanted into her body, in her left fallopian"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding / heavy bleeding") and allergy to metals ("symptoms consistent with nickel allergy"). The patient was treated with surgery (partial hysterectomy / salpingectomy to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, allergy to metals and complication of device insertion outcome was unknown. The reporter considered abdominal pain, allergy to metals, complication of device insertion and menorrhagia to be related to essure. Diagnostic results: hsg test in which she was informed that her left fallopian tube was occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.